Event description:
Report received from the USA stating that the device had an oil leak. The device was being used during surgery. No injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition that there was an oil leak was confirmed. During the pre-repair diagnostic assessment, it was stated that there was an air leak which is consistent with oil leaks. If additional information is received, a supplemental report will be sent. (B)(4).